Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer filled the cartridge with 120 units of insulin. The customer filled the cartridge with an additional 60 units of insulin and was able to load the cartridge successfully and resume insulin delivery. There was no impact to the customer's blood glucose level.